Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via retrograde puncture. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified forearm artery. After a guide wire crossed the lesion, a 4.0mmx40mmx80cm sterling¿ balloon catheter was advanced to dilate the target lesion. However during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.